Event description:
It was reported that this pacemaker device exhibited oversensing and noise. Upon review of the ventricular episodes, technical services (ts) stated that noise was seen, however noise does not appear to be minute ventilation (mv) sensing. The timing between peaks was variable and not at the mv rate. Ts recommended a full in-clinic assessment of lead integrity to see if the noise can be reproduced. Ts also recommended a detailed x-ray imaging view of the lead and header interface. This device currently remains in service. No adverse patient effects were reported.